Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on literature review ""excellent mid-term outcomes with a hemispheric titanium porous-coated acetabular component for total hip arthroplasty: 7¿10 year follow-up"", 2 patients suffered from a complication after undergoing a primary tha using the r3 acetabular system. One patient had a periprosthetic fracture at the greater trochanter, which was treated non-surgically. The other patient underwent a 2 stage revision surgery at postoperative day #966 to treat bursitis and disruption of the abductor mechanism. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per subsequent e-mail, no further information will be provided. Subsequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images are required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant patient information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Yeroushalmi, d., singh, v., maher, n., gabor, j. A., zuckerman, j. D., & schwarzkopf, r. (2021). Excellent mid-term outcomes with a hemispheric titanium porous-coated acetabular component for total hip arthroplasty: 7¿10 year follow-up. Hip international, 11207000211040181. Doi: doi.org/10.1177/11207000211040181.